Event description:
The info provided to sjm indicated an 8f angio-seal vip was deployed in the right femoral artery. Approximately 24 hours after deployment, the pt experienced leg pain and pulses were weak in the right foot. Investigation concluded there was a thrombus at the puncture site. Surgery was required to remove the occluding thrombus and anchor. There was also a small amount of collagen removed. The anchor appeared to be bent upon removal.